Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 300 mg/dl. For treatment, the pod was removed and the patient was put on a sugar water drip. The patient was also given potassium and zofran for vomiting. The ketones were positive. The pod was worn between 1 and 4 hours on the arm. The patient was discharged the next day.